Event description:
The complainant reported that an impella 5.5 pump was implanted in a patient admitted for acute myocardial infarction/cardiogenic shock. After after a month and half of support, the placement signal was lost. The loss of optical signal did not prompt pump removal or replacement. The patient awaits transplant. There was no reported harm or injury to the patient.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The pump was not returned for investigation. After 45 days from case start, data logs show a 15-hour gradual decrease trend in the placement signal, followed by a 'placement signal not reliable' alarm and a spike to 3000, which persisted until the end of the case run. There were no major changes noted in any of the 5s optical signal parameters. The cause of the optical signal issue was most likely sensor silicone wear, based data log review. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.